Manufacturer narrative:
The reported event of high pacing threshold was not confirmed. As received, a complete lead was returned for evaluation in one piece for analysis. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual analysis did not reveal any anomalies with the exception of damages that are consistent with procedural damage.

Event description:
During a follow-up, there was high pacing threshold on the right ventricular (rv) lead and a slow escape rhythm. The lead was explanted and replaced and the patient was stable.